Event description:
Initial result for a patient glucose was 0 mg/dl. When repeated, the result was 17 mg/dl. The incorrect result was not used to guide therapy. The field service representative found the sample probe was defective and repaired the instrument by replacing the probe.